Event description:
Customer initially reports the burs keep snapping off. On (B)(6) 2012, dental assistant reports burrs are frequently breaking when cutting teeth and they fear patient could swallow burr tip.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.